Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the right ventricular (rv) leadless pacemaker (lp) was in magnetic resonance imaging (MRI) mode unexpectedly. And was unable to be interrogated, due to unsupported software version. Programming changes were made and the rvlp was restored. Interrogation was performed successfully with a supported software version. There were no patient consequences reported.

Manufacturer narrative:
Correction: new information received indicates that g3 - date received by manufacturer in 2017865-2024-70703 submitted on 21 nov 2024 should have been "29 oct 2024" instead of "1 nov 2024."